Event description:
Device report from depuy synthes reports an event in japan as follows: this is report 4 of 4 for (B)(4). It was reported by the customer in japan that on (B)(6) 2021, a patient underwent an open reduction internal fixation surgery for the trochanteric fracture of femur with the tfna long nail +agmt in question. According to the report, the surgery was completed successfully without any surgical delay. It was reported that after the surgery, on (B)(6) 2022, the patient presented to the emergency room with pain. It was reported that on (B)(6) 2022, a CT was performed which at that time the implant had been broken but the attending physician overlooked it. It was reported that the patient was prescribed with pain medication only. It was reported that on (B)(6) 2022, a fracture of the implant was recognized. It was reported that on (B)(6) 2022, the tfna implant was removed and reoperated with an artificial head and gtr plate. The surgery was completed successfully without any surgical delay. The surgeon commented that the prolonged fusion due to fibrous scar may have loaded the implant and broken the nail. The patient had a history of cancer but no recurrence, and she was able to walk independently. No further information is available. This complaint involves four (4) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the lockscr 5 l32 f/nails tan light green. A dimensional inspection was not performed for the lockscr 5 l32 f/nails tan light green due to the design of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the lockscr 5 l32 f/nails tan light green was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current revision was reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It is unknown if this single-use device was reprocessed and reused.